Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Customer states unit is failing touchscreen calibration and needs part number for replacement touchscreen. The rse provided parts ID for the touchscreen. The customer replaced touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the touchscreen is malfunctioning. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.